Event description:
While being used to treat a pt, the delta-p pressure readout on the 3100a was observed to fluctuate over the range of 10 to 24 cm h2o. The pt was placed on another 3100a without compromise.